Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of an open spine procedure, the patient had dehiscence which was not device related. It was stated in the thread of the suture was broken. The open wound had to be closed to resolve the issue.